Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failed and was not detected on the bus. The customer received notifications stating, you do not have permission to access systems and device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer remoted into the station and found a cubie that had failed and was not detected on the bus. When the customer attempted a recovery, the recovery prompt did not appear. The fse selected shut down in windows, and the customer powered down the device. After waiting two minutes, the customer rebooted the station. Following the reboot, the previously failed cubie was detected, and the customer successfully inventoried the cubie with good results. The system functioned as intended after the field service engineer repaired the device.